Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient alleged he had a stroke when the scs was implanted. Four days prior to the implant procedure, the patient stopped taking warfarin. The patient states that he spent five months in the hospital and now his speech is affected and he cannot spell or write a letter.

Manufacturer narrative:
Event date: 2017.

Event description:
A report was received that the patient alleged he had a stroke when the scs was implanted. Four days prior to the implant procedure, the patient stopped taking warfarin. The patient states that he spent five months in the hospital and now his speech is affected and he cannot spell or write a letter.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50, serial/lot: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Additional information was received that the physician did not believe symptoms were device related, however, the stroke may have been due to the discontinuation of anti-coagulant therapy prior to the implant procedure. The trial leads were pulled on admittance to the hospital. No further information could be obtained regarding the patient status or treatment. The explanted trial leads were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient alleged he had a stroke when the scs was implanted. Four days prior to the implant procedure, the patient stopped taking warfarin. The patient states that he spent five months in the hospital and now his speech is affected and he cannot spell or write a letter.